Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited a diagnostics anomaly. The patient was in stable condition during and post visit. No additional information was reported.

Manufacturer narrative:
(B)(4).